Event description:
It was reported that the patient had pericardial effusion following implant. The lead remains in use. Atrial burst pacing was necessary to get the patient out of an at (atrial tachycardia) episode. No further patient complications were reported as a result of this event.